Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was seen for the yearly follow-up appointment and affected channels were observed. The hearing performance got worst gradually. An accident or trauma cannot be excluded; however, it was not reported. No changes in health or medication were reported. The recipient has been re-implanted with a new device on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for the yearly follow-up appointment and affected channels were observed.